Event description:
Additional information was received that the patient is now having an increase in seizures. No known surgical interventions have occurred to date.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: the intervention taken choice was inadvertently not selected in supplemental MDR 2. Describe event or problem, corrected data: the following statement was inadvertently excluded from supplemental MDR 2: "it was also reported through clinic notes dated (B)(6) 2016 that the patient's dosage of keppra was increased in response to the increase in seizures. "

Event description:
It was reported through clinic notes dated (B)(6) 2016 that the parent's believed that the low impedance condition occurred when the patient was kicked in the chest at school 6 months after implant surgery. It was also reported through clinic notes dated (B)(6) 2016 that the patient's dosage of keppra was increased in response to the increase in seizures. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent full replacement of generator and lead on (B)(6) 2016. No additional relevant information has been received to date. Product has not been received by the manufacturing facility, to date.

Event description:
The lead was received. Product analysis has not been completed to date.

Event description:
It was reported that the vns patient¿s device was tested and system diagnostic results revealed low impedance. The patient was referred for surgery but no known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
(B)(4).

Event description:
Product analysis was completed on the returned portion of the patient's explanted lead. The majority of lead body and the electrode array was not returned. Based on the returned portion of the patient's explanted lead, low impedance could not be replicated. No discontinuities were found in the returned portion of the lead. Setscrew marks were found, indicating at sometime there was a good mechanical and electrical connection between the lead and generator. No anomalies were found. Product analysis was completed on the patient's returned generator. Review of the generator's internal data revealed low impedance had been detected by the generator prior to explant. While in vitro conditions, the generator output was monitored for 24 hours. There was no signs of variation in the output current and output current was as expected. The generator was able to provide all intended output currents. The generator performed according to functional specifications. No anomalies were noted. No additional relevant information has been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator and lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.